Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 5101 serial number: (B)(6) batch/lot number: ax1g195935 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Correction: block h6: patient and device codes.

Event description:
It was reported the patient with this implanted tined lead observed a red light on the remote. The red light turned the stimulation off: therefore, their symptoms came back. Their impedances were checked and they had low and high impedances. The patient stated they had no falls, procedures, nor scans since the initial implant or battery swap. The device was reprogrammed using only the electrode that is within range. Emergency tech support was called, and they advised of other reprogramming options if needed. The patient continued to be programmed around the impedances until exhausting those options. The red light on the remote control returned; therefore, the remaining electrode was no longer working. Additionally, the patient had surgery to revise the implanted tined lead and move it to the other side. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 5101. Serial number: (B)(6). Batch/lot number: ax1g195935. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this implanted tined lead observed a red light on the remote. The red light turned the stimulation off: therefore, their symptoms came back. Their impedances were checked and they had low and high impedances. The patient stated they had no falls, procedures, nor scans since the initial implant or battery swap. The device was reprogrammed using only the electrode that is within range. Emergency tech support was called, and they advised of other reprogramming options if needed. The patient continued to be programmed around the impedances until exhausting those options. The red light on the remote control returned; therefore, the remaining electrode was no longer working. Additionally, the patient had surgery to revise the implanted tined lead and move it to the other side. No further patient complications were reported.